Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was some possible rapid ventricular response (rvr) episodes that was treated with anti-tachycardia pacing (atp). The device remains in use. No patient complications have been reported as a result of this event.